Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient's lead had migrated or been dislodged. They experienced a return of their baseline symptoms of urge incontinence and urinary urgency. This issue was on going. A device revision was scheduled for (B)(6) 2025. The patient was planning for a lead revision. It was noted that they had several falls over the past year. They did not know the dates. An interrogation of their device at the healthcare providers (hcp) office showed an impedance check within normal limits. The patient had an x-ray done, which showed some lead migration from the original placement.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va303px); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.